Manufacturer narrative:
This report is filed january 13, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site. Treatment with oral antibiotics was unsuccessful (duration not reported), resulting in the decision to explant the device. The device was explanted on (B)(6) 2015. It is unknown if there are plans to re-implant the patient as of the date of this report, january 13, 2016.

Manufacturer narrative:
This report filed (B)(6) 2015.